Manufacturer narrative:
Investigation summary. Bd quality initiated an investigation on customer claim of false negative results on affirm catalog # 446252, batch # 3310323. Batch history review was performed on finished product and its components with satisfactory results. In process and qc testing were within specifications. Visual inspection was performed on retention samples with satisfactory results. Functional and specificity testing was also performed on retention samples with satisfactory results. This complaint was unable to be confirmed for affirm false negative results. Bd was unable to identify a root cause for indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd affirm¿ vpiii microbial identification test, there were an unspecified number of false negative candida sp. Or gardnerella results on patient samples. Customer may send specimens for pap or next gen testing or perform a wet prep to confirm presence of yeast if candida result was negative. No patient impact was reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd affirm¿ vpiii microbial identification test, there were an unspecified number of false negative candida sp. Or gardnerella results on patient samples. Customer may send specimens for pap or next gen testing or perform a wet prep to confirm presence of yeast if candida result was negative. No patient impact was reported.